Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the rep that (2) ems staplers misfired after several firings. The case was completed by using another stapler. There was no consequence to the patient.